Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 291 mg/dl. The customer changed the infusion set site and tubing. A bolus was delivered via the pump to address the bg level. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer was using apidra insulin in the cartridge.